Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The photos provided show the devices in a tightly coiled position and at the distal end of the devices, the clip has detached from the catheter. One clip is visible but it cannot be determined if the clip remains in the open position. The other clip is not present in the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: "do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used two cook instinct plus endoscopic clipping devices. It was reported that the clips were deployed before application. A photo was provided showing the devices with no clip attached. Additional information received on 23 oct 2024 indicated that the clips were in the open position when they deployed. No unintended section of the device remained inside the patient¿s body. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report, because the product said to be involved was not provided to cook for evaluation. Per the photos provided, we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint. It is considered confirmed, based solely on statements and photos describing the event. The photos provided, show the devices in a tightly coiled position. And at the distal end of the devices, the clip has detached from the catheter. One clip is visible, but it cannot be determined, if the clip is in the open or closed position. The other clip is not present in the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed, with the product that was released for distribution. Investigation conclusion: our evaluation of the provided photos confirmed, the report. However, we could not conduct a complete investigation, because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use include the following: "uncoil device. Verify, smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed". IFU, also contains the following precautions: "do not continue to pull handle spool beyond tactile resistance, as this may prematurely deploy clip. Failure to keep endoscope as straight as possible when inserting device, can result in difficult passage¿. The instructions for use also states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope or colonoscope¿. Failure to follow the instructions above can result in damage to the device, which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed, that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time, based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results, as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used two cook instinct plus endoscopic clipping devices. It was reported, that the clips were deployed before application [interpreted as premature deployment in an unknown position]. A photo was provided showing the devices with no clip attached. A section of the device did not remain inside the patient¿s body. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures, due to this event. The information able to be collected does not reasonably suggest, the patient was adversely impacted.